Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing intermittent stimulation and difficulty keeping the ipg to hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.